Event description:
It was reported that the patient experienced syncopal episodes at home due to ventricular pacing inhibition. Review of the surface EKG confirmed underpacing and oversensing caused the pacing inhibition. The pulse generator was reprogrammed. No further reports of patient symptoms or pacing anomalies were observed.